Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the computer for the navigation system was replaced. Following replacement, the cranial and ear, nose & throat (ent) application software were reloaded onto the system. The network & nethog configurations were performed and tested. The system then passed the system checkout and was found to be fully functional. The computer has not been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the cranial application software would not load on the navigation system. There was no patient present when this issue was identified. No additional information was provided.